Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s l1 lead has been autoreducing. Diagnostics and x-rays were taken which indicated high impedance readings on all contacts and that the lead was completely fractured. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient¿s lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified postoperatively, therapy has been restored.